Event description:
An analysis on the returned usb serial cable was completed. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's tablet was giving an "unable to open port" error message. Troubleshooting was performed which did not resolve the issue. The issue was narrowed down to the usb cable. The physician was provided a new usb cable and the faulty usb cable was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
(B)(4). This information was inadvertently left off of previous MFR. Reports.

Manufacturer narrative:
(B)(4).